Event description:
It was reported the patient experienced a loss of therapeutic effect following a neuromuscular electrical stimulation procedure on her left thigh. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).